Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the most probable cause of the damaged adhesive at the forceps cover and around the light guide lens is traced to expected or random component failure without any design or manufacturing issue (i.e. Stress, degradation, fracture, etc.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the ultrasound gastrovideoscope, the adhesive (ke45) was found missing at the distal forceps cover. In addition, there is a pinhole in the adhesive around the light guide lens. There was no patient involvement.